Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber inability to rotate with the outer part was not confirmed. Analysis did however, revealed that the metal/glass cap were detached. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including metal/glass cap detachment. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the metal/glass cap were detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed no additional breaks along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal/glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during laser photo-vaporization of the prostate, the inner part of a fiber did not rotate together with the outer part. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned and analysis revealed that the metal cap and glass cap were detached separated.